Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).- upon reception, the subject smarttouch tablet was tested, and the reported behavior was not reproduced, as normal bluetooth communication was observed. - in addition, analysis of available expertise files did not confirm the reported issue, as the bluetooth module was correctly activated. - therefore, no anomaly is suspected with the subject smarttouch tablet.

Event description:
Reportedly, the bluetooth communication does not function as it cannot detect printer and smart ECG devices.